Event description:
Boston scientific received information that the patient implanted with this device system was hospitalized for a left arm procedure. Upon device check, the sales representative noted that the left ventricular (lv) lead was turned off and the device was end of life (eol) due to an extended charge time measurement. The representative did not know when the lv lead was turned off. Previous threshold measurements displayed greater than 7.5v @ 1ms and pror lv impedance measurements were greater than 2,000 ohms and n/r when checked the day before. A device replacement procedure was scheduled for the following day. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.